Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. Correction fields: d4 - serial # (removed), d4 - lot # (added lot # h5z05). The device was returned to olympus for inspection. The reported failure was not confirmed, however; a cracked base was identified. A root cause could not be identified. Based on the results of the investigation, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the distal cover was not attached to the scope. The event occurred during an endoscopic retrograde cholangiopancreatography (ercp) diagnostic procedure while the patient was under sedation and device was inside the patient. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.